Event description:
Pt's system was explanted due to bacterial meningitis. Pt is recovering.

Manufacturer narrative:
Explanted product was discarded by the medical center and will not be returned for eval.